Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display. Customer¿s blood glucose was unknown at the time of incident. Customer stated that they confirmed the partial display was not returned to normal. Customer was advised to stop using the pump and revert to back up plan per hcp instruction until replacement done. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segment/partial display, problem isolated to lcd board. However, device passed displacement test.